Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 597 mg/dl at the time of incident. The customer¿s blood sugar was very high because the catheter was bent. The troubleshooting could not be completed as the call got disconnected. The insulin pump will not be returned for analysis.